Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) level that ranged from 419 mg/dl to "high" on the continuous glucose monitor (specific bg value was not provided). Cause was not known. Customer completed a supply change to address high bg. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.